Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report a receiver that ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.